Event description:
It was reported that during a coronary stent procedure, the delivery system became stuck on the wire. The entire system was removed without incident and the case was completed with another stent. Pt status is listed as "okay".